Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and the metal cap are detached proximal to the uv glue zone; the glass cap and the metal cap are not returned; there is signs of melting of the outer flow tubing at the fracture location. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, the "fiber tip broke inside the patient" at 61,632 joules and 09:00 minutes of usage. The fiber was exchanged and the case completed. Patient outcome: no injury to patient reported.